Event description:
It was observed that during the device evaluation, the subject device exhibited distal end had and crack and had foreign objects. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: distal end has foreign objects. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.